Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during video-assisted thoracoscopic lobectomy surgery, when severing lung lobe tissue, after fired, noted some staples malformed with straight leg . Changed another two device, they all had the same issue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.